Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
Hospital reported to the customer service the following event : "following the last use of the gamma nail 3 n°2 instrument set, where the surgeon found himself in difficulty since the 2 wicks broke one after the other for no obvious reason". No adverse consequence or surgical delay was reported.